Manufacturer narrative:
The investigation into the vf/vt/af/at (ventricular fibrillation) issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the vt/vf was not determined. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The complainant reported that the 51-year-old male patient sustained ventricular fibrillation after the impella was advanced over guide wire into the left ventricle. Return of spontaneous circulation after 2 defibrillations of 200 joules. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿